Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self-test and unexpected restart error test. All operating currents were within specifications and off no power alarm functioned properly. The no reservoir alarm functioned properly during the displacement test. There was no motor error alarm but the device was unable to prime during priming test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call motor error alarm and prime anomaly. Customer's blood glucose level was 16 mmol/l. Troubleshooting for motor error alarm was performed. Customer received the motor error alarm during bolus delivery. Customer was able to rewind the insulin pump. Customer performed the displacement test and received a no reservoir alert. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.